Event description:
The facility's biomedical technician reported a fail code 531, which occurred during patient use. Information was requested by baxter regarding whether or not there was a report of medical intervention or patient injury, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified. The biomedical technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.